Event description:
It was reported that outside of surgery, the unit required a corrective repair for preventive maintenance. During product evaluation, it was found that the width plate was damaged. There was no patient involvement. Due diligence has been completed, and no additional information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was squealing and vibrating, the retaining ring was missing, the motor, swivel, reciprocating arm, spring seal, and needle bearing were corroded, the width plate was damaged, the control bar was loose, and the control bar, washers, planetary pins, and spring pin were not in the correct position. The retaining ring, spring seal, nut bearing lock, swivel, planetary gears, motor, sleeve, bearings, external e-ring, screws, and width plate were replaced, and the control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.